Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold that resulted in battery depletion. Additional information was obtained from the field representative indicating that the lv lead was abandoned surgically. High threshold was either a result of the patient or lead and was not from the device. No additional adverse patient effects were reported.